Event description:
Infusion of taxol 160 mg/d5w 1000 ml over three hrs. Tubing in pump became opaque (white). Pump alarmed "occlusion" although no occlusion or precipitate evident. Tubing replaced. IV infused without further problem. Pt experienced no adverse event.